Manufacturer narrative:
Tandem's t:slim user guide states: do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Upon changing the cartridge, the customer filled the cartridge out of sequence and received a valid alarm 5. The customer attempted to load multiple cartridges and an alarm 19 occurred each time. The customer was to use insulin injections to manage diabetes. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The reported cartridge alarm 19 was confirmed during device investigation. The reported occlusion was confirmed in the logs; no device issue was found related to the occlusion.